Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programming changes were made.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited high capture threshold measurements. No intervention was reported. The patient experienced no adverse consequences.